Manufacturer narrative:
The investigation for the high purge pressure and pump stop has been completed. The pump was returned for evaluation. Visual inspection revealed biomaterial in the purge gap and motor housing. Data logs indicate a gradual rise in purge pressure within a 5-hour period. Also, several pump stop alarms, indicating high motor current, were reported during the purge system block alarm. The cause of the pump stop issue was biomaterial. The root cause of the high purge pressure issue was biomaterial.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The complainant reported the 70-year-old male patient had the impella placed in the setting of cardiogenic shock s/p eight shocks for ventricular fibrillation (vf) and prolonged out of hospital CPR. The automated impella controller (aic) alarmed for low purge flow, high purge pressure. The staff de-aired the tubing to ensure that fluid was able to pass freely when disconnected from the side arm, and it did. The pump stopped for the first time. It was able to be restarted, but it stopped again for the final time. The interventionalist was at bedside to remove it and close the groin with perclose. No clot was visualized on the pump, and the physician stated he did not see left ventricle (lv) thrombus on the echo prior to impella insertion.